Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, the device failed to power on. The customer moved the device and tried different power outlets, but was unable to power on the medstation. The malfunction occurred during medication dispensing and resulted in a delay in patient care. No adverse events or patient injuries were reported in connection with this occurrence.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no power to wall outlets. A field service engineer found an outlet which worked and able to power on. The system functioned as intended after the field service engineer investigated the device.